Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in three pieces. An external abrasion which breached the outer insulation at 19.6 cm to 20.2 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. Analysis also found lead insulation degradation at 6.9 cm to 7.1 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.